Manufacturer narrative:
H10: h3, h6: one 2.0 minitac w/durabraid used in treatment, was returned for evaluation. Instruction for use contains precautionary statements and recommendations for proper use of product. Two short, torn suture segments were returned with the inserter. No anchor was returned. There was no obvious damage or reason for product failure observed. No sharp edges noted. Per IFU: pre-drilling is recommended. Only use the drill provided with the preloaded mini tac 2.0 mm suture anchor. Do not use any other drilling device for the mini tac 2.0 mm suture anchor. Disengage the suture anchor from the inserter: hold the handle securely in the palm and pull back on the finger grips using two fingers to retract the suture tensioning mechanism. While holding the tensioning mechanism in the back position with the finger grips, slowly remove the inserter from the insertion site until the suture tips are visible. The suture will release and feed through the inserter as it is removed. Alternatively: pull back on the finger grips and unwind the suture with the free hand. Slowly remove the inserter. As the inserter is removed, pinch the suture below the inserter using the free hand to verify suture release from the inserter. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation.

Event description:
It was reported that, during a collateral ligament repair surgery, the suture of the minitac suture anchor (2.0 ti) broke. The anchor stayed inside the patient. The procedure was successfully completed without significant delay using a back-up device into an additional bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.